Event description:
It was reported that while viewing a taped percutaneous transluminal angioplasty (pta) procedure, a vessel dissection occurred. The 30cm long, totally occluded target lesion was located in the saphenous femoral artery (sfa). The physician was unable to cross the lesion with an unspecified manufacturer's .035 straight guide wire. The wire was exchanged for an angled guide wire which crossed the lesion. A 5.0x100mm sterling balloon was advanced to the distal lesion and inflated to normal pressure (9 atms) for 20 seconds. The balloon was also inflated once in the mid sfa at 9atms/20sec and once in the proximal sfa at 9atms/20sec. After the balloon was removed, two dissections were observed: one in the proximal section of the lesion and one in the distal section. The physician used a cryoplasty balloon to complete the procedure. The cryoplasty balloon was inflated once in each section (distal, mid, proximal) of the lesion for 30 seconds per inflation. Post procedure, physician was satisfied with the flow and the patient was stable. No additional patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.